Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose rising in the morning and remaining elevated despite multiple corrections; a recent supply change was performed without apparent leaks, kinks, or air bubbles, and tubing was tested, though corrections were limited earlier due to insulin on board from a likely prior site failure, and the caregiver entered a non-recommended ¿ghost¿ meal announcement seeking faster correction. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and available details were insufficient to determine a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.